Event description:
It has been reported that the CPR release will not engage. No adverse consequences to the patient or operator were reported.

Manufacturer narrative:
Parts were not sent back for evaluation, as the hospital repaired the product by ordering a CPR ball screw.